Manufacturer narrative:
Section b5: the referenced pleural effusion event is reported within MFR. Report number 2916596-2019-01951. Section d4: the heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Manufacturer's investigation conclusion: a direct correlation between hm3 lvas, serial number (B)(4), and the reported bleeding could not conclusively be established through this evaluation. The account communicated that the patient was hospitalized after implant and had hemoglobin of 6.8 g/dl on (B)(6) 2018. 2 units of packed red blood cells were administered. The patient was showing persistent shortness of breath after pigtail drainage and pleural effusion (MFR. Report number 2916596-2019-01951) possibly indicating symptomatic anemia. It was reported that the patient experienced major bleeding. No alarms were reported for this event. It was later reported that the site of the bleeding was unknown and no other treatments or actions were performed. The patient was out of the hospital and was being monitored routinely by the vad program. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4). The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of the device and provides information regarding the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 22 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that on (B)(6) 2018 the patient was experiencing major bleeding and received 2 units of packed red blood cells (prbc). The issue was documented as resolved following this treatment. No other alarms, malfunctions, or adverse events were noted.

Event description:
Additional information received on 08feb2019. Event description- subject was hospitalized after vad implant (B)(6) 2018 had hemoglobin of 6.8 g/dl on (B)(6) 2018 and 1 unit prbcs was administered. Clinically, subject was showing persistent shortness of breath after pigtail drainage (see corresponding event description on pleural effusion), possibly indicating symptomatic anemia. Type of treatment: blood transfusion.